Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).